Manufacturer narrative:
Detailed patient information was not provided to bsc. We inquired for this information however the patient information is unknown. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a dissection occurred resulting in additional surgical intervention. An enroute transcarotid neuroprotection system was selected for use in the left transcarotid artery revascularization (tcar) procedure. During the advancement of the 0.035 guidewire there was resistance, and imaging revealed a small dissection. Attempts were made to advance the 0.035 guidewire into the true lumen but were unsuccessful. The microsheath was removed and the physician re-accessed more proximal to his initial access but was unable to advance the guidewire. The procedure was converted to a carotid endarterectomy (cea). The patient woke up from the procedure neurologically intact with no adverse effects. There were no adverse outcomes that occurred after the procedure.